Event description:
The user stated the routine quality control results for glucose on the cobas 6000 c501 module, serial number (B)(4), were high so the tech calibrated. The calibration failed and the glucose reagent pack was replaced with a new pack. The calibration and quality control were then acceptable. The user stated part of their lab protocol was to retest patient samples when a calibration fails. She found about 28 patient results that were on average 20% lower. Of the 22 patient results provided, six patient results were discrepant. All results are in mg/dl. Patient sample 1 initial result was 82, repeat result was 56. Patient sample 2 initial result was 108, repeat result was 75. Patient sample 3 initial result was 104, repeat result was 73. Patient sample 4 initial result was 131, repeat result was 100. Patient sample 5 initial result was 112, repeat result was 86. Patient sample 6 initial result was 125, repeat result was 95. The initial results were reported outside of the laboratory. The user did not know if any patients had been adversely affected. The medical director determined none of the results were to be changed and no clinicians would be contacted. The medical director felt the difference in the results was not clinically significant and would not trigger critical value notification. The user stated the issue was resolved by changing the reagent pack, recalibration and running quality control. The user declined a service visit.